Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 49 mg/dl and high blood glucose levels of 350 mg/dl. The customer was treated lows with eating apple sauce, chocolate, and half of a banana and high by not treating at all and by not eating. Customer stated that he received a letter in the mail pertaining to the recall for the infusion sets. The customer declined troubleshoot for high and low blood sugars. The product was not returned for analysis.